Event description:
Reporter stated, revision surgery revealed the patellar component was not properly tracking. The patella was removed.

Manufacturer narrative:
Summary of evaluation: the patellar component can not be evaluated for the reported tracking problem as it has not been returned to co. The lot code has not been supplied so that a review of the device history record for the component is not possible. Attempts to obtain lot code information have been unsuccessful.